Event description:
It was reported that the insulin gauge displayed a different amount than expected, showing a fill estimate issue with a discrepancy of more than 30 units. The customer reported a reading of 60 units when 300 units were expected. The recorded fill estimate after disconnecting and delivering a bolus was 70 units. There was no adverse impact to the customer¿s blood glucose level. The customer was educated on the implications of a positive value, corrected the issue by removing air from the cartridge, used room temperature insulin, and loaded a new cartridge. Tandem technical support instructed the customer through these steps, and the customer acknowledged understanding, choosing to monitor the situation and follow up if necessary.